Manufacturer narrative:
Batch review performed on 12 may 2025. Lot 2100466: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a link (competitor) proximal femoral replacement (stem and head) with a medacta bipolar shell. On the (B)(6) 2025, at about 1 month from the primary (on (B)(6) 2025), the patient dislocated bipolar head from the native acetabulum. The surgeon performed an open surgical procedure to relocate the prosthesis and during the case went from a 49 to a 50mm bipolar shell for added stability. The surgery was completed successfully. Complaint (B)(4) was filled. On (B)(6) 2025, the patient had pain after hip luxation because of the lack of abductor tension. Because the patient had a hemiarthroplasty, the surgeon removed acetabular osteophytes, opened the acetabulum medially, and implanted a smaller bipolar shell. He also changed the anteversion of proximal femoral replacement to aid with hip stability. The surgery was completed successfully.